Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to readings obtained on a built in precision meter. It is unknown whether the customer noted a trend arrow on the device. Due to the low readings received on the adc device the customer had contact with a non-healthcare professional (son) who provided sugar, food supplements, and a cake for treatment. Subsequently, the customer experienced thirst, fatigue, drowsiness and was unable to self-treat but obtained an unspecified high reading on a built in precision meter. Thereafter, the customer's sons administer 10 iu of novorapid rapid-acting insulin subcutaneously. The customer then had contact with healthcare professionals(nurses) the following day who removed the adc device. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to readings obtained on a built in precision meter. It is unknown whether the customer noted a trend arrow on the device. Due to the low readings received on the adc device the customer had contact with a non-healthcare professional (son) who provided sugar, food supplements, and a cake for treatment. Subsequently, the customer experienced thirst, fatigue, drowsiness and was unable to self-treat but obtained an unspecified high reading on a built in precision meter. Thereafter, the customer's sons administer 10 iu of novorapid rapid-acting insulin subcutaneously. The customer then had contact with healthcare professionals(nurses) the following day who removed the adc device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The applicator was visually inspected, and no issues were observed. The applicator had fired correctly. Data was extracted from the returned sensor using approved software. Sensor was found to be in sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. A visual inspection was performed on the returned sensor pack, and no issues were observed. The platform was able to slide up and down as intended, with no abnormalities noted. The lid was found to be completely peeled off. Acceptable damage was observed on the transition features. Minor damage was noted on the guide ribs. Acceptable damage was also observed on the lock and ramp features. The sensor plug assembly was visually inspected, and an additional carbon print was observed. Continuity test was performed and passed, indicating that the observed additional carbon print does not have an impact on sensor functionality. Performed a source measurement unit (smu) test to ensure the sensor's electronics were functioning correctly, and the results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.